Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging the meter they received was the wrong meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up 1: 10/22/2015: customer service confirmed the patient was shipped the incorrect product and there was no allegation of a malfunction. Based on the additional information provided, the classification of this complaint is being updated and ruled out.